Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room, device interrogation revealed the patient received inappropriate shock therapies due to atrial fibrillation with rapid ventricular response. The shocks were delivered when the sudden onset discriminator indicated ventricular tachycardia and the morphology indicated supraventricular tachycardia. The recommended programming changes were made. The patient condition is stable after the change.